Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that this allegation was confirmed. The foreign material could not be removed even if the correct reprocessing was performed due to the buckling of each channel and nozzle and a gap on the insertion section. Additional issues were identified during the device evaluation: the adhesive part on the bending rubber was worn out; bending manipulation and insertion tube defects; angulation malfunction; bending that was problematic (incorrect shape or angle of bending); and reduced angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope was experiencing an air/water aspiration problem. No patient injury or procedure impact was reported. During the device evaluation, it was discovered that the nozzle was clogged with foreign material due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the clogged nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material appeared to be a white chemical substance. No nozzle deformation or damage has been reported and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.